Manufacturer narrative:
The device planning station of device (B)(4) has been inspected for investigation purpose. According to results of the investigation, the root cause is that the surgeon decided to use the ¿last known good configuration¿ of windows without consulting a medtech field service engineer, which led to the loss of the network card driver and the non-functioning of the device. The subject planning station configuration was corrected by a medtech field service engineer for repair purpose.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the planning station and not the rosa robot.

Event description:
It was reported that before a surgery the surgeon noticed that the license of the planning station was expired. Another planning station was used to do the surgery planning, then the surgery was performed.

Manufacturer narrative:
The device planning station has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that before a surgery the surgeon noticed that the license of the planning station was expired. Another planning station was used to do the surgery planning, then the surgery was performed.